Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 motor stall occurred during ilet use, with blood glucose rising to approximately 400 mg/dl and later trending down after the user restarted the ilet and performed a full supply change; the device restarted successfully and no further alerts occurred, and the device was charged during troubleshooting. Symptoms included hyperglycemia without additional clinical effects. Outcomes included transient elevated blood glucose without medical intervention or hospitalization. Investigation included guided troubleshooting, a dry run without supplies, a full supply change with new consumables, a rewind, and a device restart. Investigation of this case revealed that the alert resolved after restart and supply change, with no repeat of the motor stall during subsequent insulin delivery, indicating normal function after corrective actions and suggesting a transient motor stall. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible event with normal device function after restart and replacement of supplies. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.